Manufacturer narrative:
One scd controller compression system was returned for a nonspecific issue. Upon triage at a local service center it was noticed that there was damaged power cord with a cut off plug that exposes the internal copper wires. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard. The root cause of the power cord failure can be attributed to customer abuse. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The scd controller was fully tested and passed all operational specifications. The scd controller was manufactured in 2011. A review of the device history records shows this device was released meeting all manufacturing specifications.

Event description:
The customer initiated a service repair request for a scd controller but did not state a specific issue. The scd controller was sent to a covidien service center and on (B)(6) 2015 the scd controller was triaged at the service center and the service technician noted that there was damaged power cord with a cut off plug that exposes the internal copper wires.